Event description:
It was reported that during a laparoscopic total gastrectomy, air leaked a lot. The air leak started in about 30 minutes. While a forceps was being inserted, air did not leak. A hissing noise was heard from device. There was a pin hole in the valve of the device. The size of the pin hole was less than 5mm. The abdominal pressure was 10mmhg and high flow. The doctor held the housings and the devices were used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? Unk if yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? 10mmhg and high flow. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? No if so, what device? Na. Was any torque being applied to the trocar or device? Unk.